Event description:
It was reported that the customer's insulin pump alarmed, and the customer changes the reservoir every six days. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk. The device had missing address/serial number label, cracked display window, and missing end cap sticker.